Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery to reposition the internal device. Surgery occurred on (B)(6), 2011. The implanted device remains.